Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient's ins stopped and so they recharged but when they went to turn on the ins with the patient programmer (pp) they were unable to. The pp stim on button and the plus/minus buttons did not work. The patient was not able to switch groups (1 to 2) and stated that it was not at the same settings that they had. During the call the patient was able to connect using the pp but the buttons did not work so they used the ins recharger (insr) to successfully turn stim on. A new pp was sent to the patient. No further complications were reported.